Manufacturer narrative:
Block b3: exact date unknown, approximate event date as we were not able to obtain the date the patient passed away. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18940932, UDI: (B)(4). Product family: scs-linear leads, upn: scs-linear leads, model: m365sc2218500, serial: (B)(6), batch: 18940932, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away. The date of death was not available on the information provided by the patients representative. Despite good faith efforts to obtain additional details, it is unknown whether the patients death was related to the device or to stimulation therapy. The system was explanted and disposed by the medical facility.